Event description:
Magnesium was infusing at 100 ml/hr. Rn checked on pump when infusion was complete at 0730, and there was at least 50 ml left in bag. Rn was unaware if bag was back-primed with extra fluid. Rn added volume and finished off bag. Next bag was hung at 0812 by primary nurse and checked on by rounding nurse @ 0820 when it seemed to be dripping appropriately. Infusion was checked at 0912 where there was at least 75 ml left in bag.